Event description:
Caller reports back to back results on a neonate of 59 mg/dl on inform system # 2 compared to results of 31 mg/dl on inform system #1. Caller reports quality controls were in range. No adverse event reported. Caller reports no strips to return; replacement was sent.

Manufacturer narrative:
The medwatch is for the suspect device used in inform system #2. Please see medwatch is for suspect device in inform system #1.